Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after assistance, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happened again, acknowledging and understanding the guidance provided.